Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. After a non-bsc guidewire was used to advance through the target lesion, an attempt was made to load the balloon into the wire. The physician had a difficulty advancing the balloon catheter. As it was advanced, the balloon got stuck in the wire. When the physician pulled the balloon out, the distal part of the shaft broke and completely separated into two pieces. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was listed as "fine".

Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. After a non-bsc guidewire was used to advance through the target lesion, an attempt was made to load the balloon into the wire. The physician had a difficulty advancing the balloon catheter. As it was advanced, the balloon got stuck in the wire. When the physician pulled the balloon out, the distal part of the shaft broke and completely separated into two pieces. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was listed as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received inside an nc quantum apex product pouch and shelf box that matched the information on the device. The balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. The mid-shaft was separated 3cm from the mid-shaft/hypotube bond. The outer shaft was necked down onto the inner shaft adjacent to the guidewire exit notch. The inner shaft was buckled adjacent to the guidewire exit notch and from the bi-component weld to the proximal balloon bond. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set and was within specification. Functional testing could not be performed due to the returned condition of the device. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).